Event description:
It was reported the patient told the physician he had transmitted, but no transmissions were able to be found. "The patient never had a successful tx." The patient will be helped in the set up of the monitor. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.